Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and was unable to duplicate the reported issue. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator stopped ventilating after water was found in the exhalation filter. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.